Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the distal conductor of the lead and it was not obstructed. The overlay tubing of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was observed to have blood ingression. Visual analysis of the lead indicated damage at implant.the analyst noted that according to the reported, the analysis finding, and the time of implant and with a large amount of blood ingress into lead and on the distal conductor. It is likely that the insulation breach could be happened during implant procedure and contributed to the electrical complaints. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope, and the right ventricular (rv) lead exhibited cross-chamber oversensing, resulting in an inhibition of pacing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.